Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, upon interrogation of the device, loss of capture was noted on the right ventricular lead. A chest x-ray noted that the lead had dislodged. The lead was repositioned on (B)(6) 2019. The patient was stable.